Event description:
It was reported that the asymptomatic patient presented in the operating room for device upgrade. Fluoroscopy revealed externalized conductors on the active defib portion of the lead. The pace/sense portion of the lead was capped in 2011. The patients condition was fine and will be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.